Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's tibial implant failed.

Manufacturer narrative:
Operative notes from the revision surgery confirm the patient was revised due to mechanical loosening of the tibial component. The femoral and patellar components were noted to be well fixed and were not revised. This information does not change the previously identified root cause.

Manufacturer narrative:
All components involved were reviewed for compatibility with no issues identified. Review of the device history records for the tibial component identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Operative notes from the primary surgery state that the patient underwent left total knee arthroplasty due to severe degenerative joint disease of the left knee. Range of motion and stability were noted to be excellent throughout with well-balanced gaps and acceptable patella tracking with the final components. The surgeon noted that there were no intraoperative complications. Operative notes from a patient manipulation under anesthesia indicate the patient had left knee arthrofibrosis. The surgeon took the knee from 85 degrees of flexion up to 135 with minimal difficulty. No complications were noted. Follow up visit notes indicate that the surgeon plans to proceed with revision surgery to due mechanical loosening of the joint. The notes state that x-rays were consistent with failure of the left tka. Reported information indicates the patient was revised due to pain and possible loosening of the persona trabecular metal tibia. It was noted that the patella and femur were not revised. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The FDA recall contains the related tibial lot number. The investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is now known that the patient underwent revision knee arthroplasty due to tibial loosening.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: femur trabecular metal, catalog #: 42502206201, lot #: 62664233; fixed bearing articular surface, catalog #: 42512000511, lot #: 62513960; fixed bearing articular surface, catalog #: 42522000510, lot #: 62559452; natural tibia trabecular metal, catalog #: 42530007102, lot #: 62490330. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed. Medical records were provided and reviewed by a health care professional. Operative notes from the revision surgery confirm the patient was revised due to mechanical loosening of the tibial component. Evaluation of the returned tibial component identified bone cement remained in the tm material. The tm pegs had been cut off. Nicks in the polished surface of the baseplate were also noted. Ml measurements on the medial and lateral sides were conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is a design issue. This event has been investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now reported that the patient underwent a manipulation on (B)(6) 2014 and is scheduled for a revision due to mechanical loosening.